Event description:
It was reported that the shock cushion in the mayfield ultra base unit (B)(4) slipped transversely. It was also reported that the customer was unable to engage the cam lever to lock the "tm" in place. It was unk if there was any pt contact or pt injury. Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.